Event description:
A report was received that a patient had fluid leaking from her incision site. The patient saw her physician who performed a pocket revision. The patient had lost weight and the ipg became superficial. It was determined that the patient did not have an infection, just a little fluid and blood. The patient's ipg was depleted at the time of the revision and patient was instructed to change the ipg. Upon follow-up visit, the patient was able to fully charge her ipg. The physician had put a draining tube since there was blood at the pocket site around the ipg. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.